Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 1:15 p.m., on (B)(6) 2020. The patient claimed obtaining a blood glucose reading of "454 mg/dl" on the subject device which he felt was inaccurately high compared to his feelings and/or normal readings. The patient manages his diabetes with self-adjusted insulin (humalog, 2 units if he has a higher reading and 4 units if he has to lower his blood glucose by 100 mg/dl) and he reported that in response to the alleged elevated reading he obtained with the subject device, he administered 8 units of humalog. The patient reported that an unknown time after the alleged inaccuracy issue began, he "passed out for a moment" when he was driving and that his car "went out of the road". The patient advised that the police were called to the accident; however, it is not known what treatment, if any, the patient received as a result of the alleged issue since he was not available when the cca attempted to call him back. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing. The cca also noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering an increased dose of insulin based on the alleged elevated readings.